Event description:
Additional information received notes that the right ventricular was capped on (B)(6) 2023.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead. The physician elected to perform rv lead revision. The patient condition was stable before, during, and after.